Event description:
The patient had reported in july 2006, that she had experienced intermittent shocking and was told that her leads had needed replacement. In 2007, the patient reported that after five months implant duration, it had been confirmed by the company that the lead was fractured. The physician had not wanted to replace the device. The patient had experienced electrical shocks at the lead fracture site until 2005, when the battery had reached end of life. The patient stated her arms and legs had jerked from the shocking sensations and had developed neuropathy of her left leg from the shocks; there was a 'micro vascular dysfunction.' The patient was at home and had requested follow-up with the field representative. The representative reported the hcp had recommended that the patient receive a pain pump implant. Additional information has been requested from the physician.